Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, ensuring the customer would receive a unit with updated software. The caller was provided instructions on putting the pump into storage mode, returning it to tandem, and transferring settings and cgm connection to the replacement pump. The customer was informed they would use mdi as a backup insulin therapy, and a replacement pump was sent without requiring a delivery signature.